Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient had bilateral stage one revision to address bilateral chronically infected total knee arthroplasties. Prior to surgery the patient was noted to have pain, swelling, chronic clunk, stiffness, and discomfort with significant synovitis and effusion. Gram-positive cocci were found during preoperative aspiration. All components including the patella were revised. Depuy components including depuy cement were used during this procedure. On the right side, the surgeon noted a little bit more bone loss. No other complications were noted. Depuy components including depuy cement were used for both knees during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed 18 march 2020 2 unrelated non-conformances on this lot number final micro and sterility tests passed , (B)(4) units released, lot expiry date: 30 june 2020.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3.

Event description:
On (B)(6) 2017, the patient was noted to have a right total knee arthroplasty to address primary osteoarthritis. Depuy components including depuy patella and depuy cement were used. There were no complications noted during the procedure.on (B)(6) 2021, the patient had bilateral stage one revision to address bilateral chronically infected total knee arthroplasties. Prior to surgery the patient was noted to have pain, swelling, chronic clunk, stiffness, and discomfort with significant synovitis and effusion. Gram-positive cocci were found during preoperative aspiration. All components including the patella were revised. Depuy components including depuy cement were used during this procedure. On the right side, the surgeon noted a little bit more bone loss. No other complications were noted. Depuy components including depuy cement were used for both knees during this procedure.

Event description:
On (B)(6) 2017, the patient underwent a primary left knee arthroplasty. There were no indicated intra-operative complications. On (B)(6) 2017, the patient underwent a primary right knee arthroplasty. There were no indicated intraoperative complications. On (B)(6) 2021, the patient underwent a bilateral knee revision due to confirmed infection. In addition to the previously reported bilateral swelling, the patient was also experiencing the following bilateral knee issues: patella clunk, instability, pain, discomfort, stiffness, synovitis, effusions, and adhesions. The left knee was noted to show osteolysis under the patella while the right knee showed femoral and tibial bone loss. The right knee is captured on (B)(4). The left knee is captured on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical adverse event received for chronic infection and increased swelling in both knees. Event is serious and is considered moderate. Event is possibly related to device and not related to procedure. Date of implant: (B)(6) 2017, date of event: (B)(6) 2021, (right knee). Treatment: aspiration for cultures, awaiting further treatment.